Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to unknown product performance anomaly. A new lead with the same model was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to unknown product performance anomaly. A new lead with the same model was implanted. No additional adverse patient effects were reported. Additional information indicated that the lead was capped due to loss of capture even at high outputs. No adverse patient effects were reported.